Manufacturer narrative:
Product analysis: analysis was able to confirm the report that the programmer overheated. Analysis also noted that the bullets assay was broken, the left slide rail was broken, the stylus tip was bent but working, and there were errors found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an error message on the programmer stating that the programmer overheated. The programmer was returned for service. No patient complications have been reported as a result of this event.